Manufacturer narrative:
(B)(4). Unique identifier / UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be performed as the part and lot number was not reported. Based on the information available, reviewed and without the device to analyze, a conclusive cause for the reported patient effect of death in this incident cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer concluded that in this case, there is no evidence of relationship of the fatal event to the mitraclip device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the death. It was reported that on an unknown date, 2 mitraclips were implanted. On (B)(6) 2019, the patient was noted to be frail and unstable. Arterial blood pressure dropped. The patient became unresponsive and resuscitation was performed by the cath lab team, but the patient's blood pressure remained low (60/30mmhg). In an attempt to improve the patient's state, the physician elected for aortic valve replacement and a transcatheter aortic valve implantation (tavi) procedure was performed. The valve was deployed and cardiopulmonary resuscitation (CPR) was continued, but the patient remained unresponsive with a blood pressure of 33/30mmhg. Resuscitation was stopped, and the patient was declared dead. No additional information was provided.